Event description:
It was reported that the patient presented to the emergency department due to syncope and chest pain.  Emergency department staff suspected bradycardia. It was suspected that the devices programmed pacing mode was contributing to the patient's symptoms. The implantable cardioverter defibrillator (ICD) remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.